Manufacturer narrative:
The serial number of the customer's cobas pure e 402 analytical unit = (B)(6). The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were slightly below the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 402 analytical unit. The initial result was 31 ng/l. The repeat result was <3.00 ng/l with a data flag. The result of the patient's other sample was reportedly <3.00 ng/l. The reporter noted that the patient's other cardiac markers were normal, prompting the rerunning of the patient's sample.

Manufacturer narrative:
The field applications specialist investigated the event and noted that the patient's serum sample was turbid and the plasma sample slightly hemolyzed. The patient samples were sent to another facility for another troponin t hs assay, and the results for both samples were <3.00 ng/l with a data flag. A general reagent problem was not detected, as the qcs before the event were within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined that a sample handling issue had caused the event. The investigation did not identify a product problem.